Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant procedure, the parameters of the delivery catheter were not satisfactory and physician tried several different positions. The delivery catheter fractured after experienced repeated operation. The delivery catheter was removed and replaced with a different device. No patient complications have been reported as a result of this event.